Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that a patient using cadd pump experienced air-in-line alarms which will cause interruption of therapy. There was patient involvement, and no apparent harm reported. Additional information was received stating that all the mentioned event dates have the same reported incident. The event occurred on five different dates, and this report captures the third of 5 incidents.